Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
On december 18th, 2019, olympus medical systems corp. (Omsc) was informed the following information. -when a biopsy was performed on the procedure, a fragment came out of the end of the subject device. -the fragment was a brush tip. It looked different from cleaning brushes the user facility uses. -the subject device had been repaired by a third party, althea. There was no report of patient injury with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The device has been repaired by a non-authorized service. Olympus doesn't warrant devices that have been repaired by non-authorized service. If additional information becomes available, this report will be supplemented.